Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. It was alleged that the pump was not delivering insulin as intended. Additionally, it was reported that customer experienced "pump failure". Reportedly, the customer reverted to an alternate method of insulin therapy. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.